Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery / (B)(4)/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4), mfg date: 2016-12-31. (B)(4). Heartware ventricular assist system ¿battery, battery / (B)(4)/ model #: 1650de / expiration date: 2018-04-30 UDI #: (B)(4), mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a critical battery alarm. One battery was exchanged, however there continued to be alarms so two other batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿battery : battery / (B)(4)/ model #: 1650 / expiration date: 2017-12-31 UDI #: (B)(4) mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿battery : battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4) mfg date: 2017-04-30 (B)(4). Heartware ventricular assist system ¿battery : battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4), mfg date: 2017-04-30. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that critical battery alarms continued to occur, and three additional batteries were exchanged.

Manufacturer narrative:
Product event summary: six batteries (bat314063, bat550308, bat553856, bat550022, bat553681 and bat553851) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed multiple critical battery alarms due to communication errors involving bat314063, bat553681, bat553851, bat553856 and bat550022. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to communication errors between controller and batteries. Additional products: battery bat550308 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 92 battery bat553856 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery bat550022 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery bat553681 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery bat553851 h3: yes h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a critical battery alarm. One battery was exchanged, however there continued to be alarms so two other batteries were exchanged. No patient complications have been reported as a result of this event. It was further reported that critical battery alarms continued to occur, and three additional batteries were exchanged. It was further reported by the patient that the alarms would resolve after manipulating the connections.

Manufacturer narrative:
Correction: this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, g4, h6, h10 product event summary: seven (7) batteries (bat314063, bat550308, bat553856, bat550022, bat553681, bat553851, bat555824) were not returned for evaluation. A review of the manufacturing records associated with bat314063, bat550308, bat553856, bat550022, bat553681, and bat553851 confirmed that the devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event, con306589, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat314063, bat553856, bat550022, bat553681, and bat553851 within the analyzed period. Data log files also revealed multiple instances involving bat550308, bat553856, bat550022, bat553681, bat553851, and bat555824 where the batteries¿ relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors additional products: d4: serial#: (B)(6) / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: serial#: (B)(6) / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: serial#: (B)(6) / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: serial#: (B)(6) / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: serial#: (B)(6) / h6: FDA method code(s): 3331, 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-may-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile review indicated that six batteries also had communication errors. One battery remains in use.